Event description:
Evolve short dapt study it was reported that myocardial infarction and target vessel revascularization occurred. In (B)(6) 2018, due to a clinical status assessment indicating the qualifying condition of stable angina, the patient was referred for elective cardiac catheterization. The target lesion was 75% stenosed, 12mm long with a reference vessel diameter of 3.0mm located in the mid left anterior descending artery (lad). The target lesion was treated with placement of 3.00 x 16mm study with 0% residual stenosis and timi 3 flow. In addition, another target lesion was 50% stenosed located in the first diagonal branch and was treated with kissing balloon dilatation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented to the emergency department with complaints of frequent episodes of micturition urgency, febrile urinary tract infection. Additionally, the subject reported about his rapid breathing and impaired neurological status. Consequently, the subject was diagnosed with urosepsis and hospitalized on the same day in intensive care unit. In the ICU, a bladder catheter was attempted. However, spontaneous bleeding complication was noted due to incorrect positioning of catheter and subject was further treated with irrigation catheter medication in response to the event. Urinalysis showed leukocyturia with concomitant macroscopic hematuria and blood culture was positive. The subject was initiated on empirical antibiotic hi therapy with amoxicillin/clavulanic acid. While hospitalized, creatine was found to be elevated at 1.9 mg/dl and diagnosed with acute-on-chronic failure, which was treated with volume substitution therapy an improvement in symptoms were noted. The subject was shifted to the general ward for further monitoring and on the physical examination bronchial spasms on auscultation was noted. During the course of the hospitalization, the subject reported about persistent angina pectoris. Subsequently, the subject was diagnosed with non-st elevated myocardial infarction. The cardiologist was consulted, and the subject was transferred to ICU for elective coronary angiography. In (B)(6) 2019, a coronary angiography was performed and revealed the 90% stenosed target lesion located in the proximal left anterior descending artery (lad), a 75% stenosed target lesion located in the first diagonal, and a moderate proximal stenosis located in the right coronary artery (rca). The 90% stenosed target lesion located in the proximal lad was treated with pre-dilatation and placement of 2.25 x 14 promus premier stent and 75% stenosed target lesion located in the first diagonal branch was treated with placement of a non bsc stent with 0% residual stenosis. An ECG revealed sinus rhythm and right heart axis deviation, with a heart rate of 72 beats per minute (bpm), an non st segment elevation. On the same day, a repeated troponin value was noted to be trending down to 0.158 ng/ml. A tte revealed lv ejection fraction of 55% and good systolic left and right ventricular function without recognizable regional wall movement disturbances. The subject gradually showed improvement in symptoms with considerably improved condition and was prescribed with aspirin and ticagrelor for 12 months and later aspirin will be continued. The subject was discharged and continued outpatient care for the event and consulted to visit urologist in outpatient care for removing indwelling catheter along with cystoscopy. No additional patient complications were reported in relation to this event. It was further reported that the patency of the study stent indicated 25% in-stent restenosis (diffuse) and 80% stenosis focal margin of pre-stent segment.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study: it was reported that myocardial infarction and target vessel revascularization occurred. In (B)(6) 2018, due to a clinical status assessment indicating the qualifying condition of stable angina, the patient was referred for elective cardiac catheterization. The target lesion was 75% stenosed, 12mm long with a reference vessel diameter of 3.0mm located in the mid left anterior descending artery (lad). The target lesion was treated with placement of 3.00 x 16mm study with 0% residual stenosis and timi 3 flow. In addition, another target lesion was 50% stenosed located in the first diagonal branch and was treated with kissing balloon dilatation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented to the emergency department with complaints of frequent episodes of micturition urgency, febrile urinary tract infection. Additionally, the subject reported about his rapid breathing and impaired neurological status. Consequently, the subject was diagnosed with urosepsis and hospitalized on the same day in intensive care unit. In the ICU, a bladder catheter was attempted. However, spontaneous bleeding complication was noted due to incorrect positioning of catheter and subject was further treated with irrigation catheter medication in response to the event. Urinalysis showed leukocyturia with concomitant macroscopic hematuria and blood culture was positive. The subject was initiated on empirical antibiotic hi therapy with amoxicillin/clavulanic acid. While hospitalized, creatine was found to be elevated at 1.9 mg/dl and diagnosed with acute-on-chronic failure, which was treated with volume substitution therapy an improvement in symptoms were noted. The subject was shifted to the general ward for further monitoring and on the physical examination bronchial spasms on auscultation was noted. During the course of the hospitalization, the subject reported about persistent angina pectoris. Subsequently, the subject was diagnosed with non-st elevated myocardial infarction. The cardiologist was consulted, and the subject was transferred to ICU for elective coronary angiography. In (B)(6) 2019, a coronary angiography was performed and revealed the 90% stenosed target lesion located in the proximal left anterior descending artery (lad), a 75% stenosed target lesion located in the first diagonal, and a moderate proximal stenosis located in the right coronary artery (rca). The 90% stenosed target lesion located in the proximal lad was treated with pre-dilatation and placement of 2.25 x 14 promus premier stent and 75% stenosed target lesion located in the first diagonal branch was treated with placement of a non bsc stent with 0% residual stenosis. An ECG revealed sinus rhythm and right heart axis deviation, with a heart rate of 72 beats per minute (bpm), an non st segment elevation. On the same day, a repeated troponin value was noted to be trending down to 0.158 ng/ml. A tte revealed lv ejection fraction of 55% and good systolic left and right ventricular function without recognizable regional wall movement disturbances. The subject gradually showed improvement in symptoms with considerably improved condition and was prescribed with aspirin and ticagrelor for 12 months and later aspirin will be continued. The subject was discharged and continued outpatient care for the event and consulted to visit urologist in outpatient care for removing indwelling catheter along with cystoscopy. No additional patient complications were reported in relation to this event.